Event description:
It was reported the device was at eri (elective replacement indicators). The device was explanted and replaced. It was also noted that lv (left ventricular) output was programmed high, at 6v @ 0.6ms. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The reported low battery voltage condition was confirmed. However, no excessive current drain was noted. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.